Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act button. The insulin pump had a protruded/loose drive support disk, a scratched display window and broken belt clip slot. Unable to test for alarm or failed battery test alarm due to no button response. The insulin pump uploaded properly on carelink pro after the insulin pump was manually set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.